Event description:
Same case as 2134265-2009-04693. It was reported that following a coronary artery stenting procedure, the pt experienced cardiac failure. Lesion 1 was a 2.5mm, 99% stenosed, 15.0mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with pre-dilatation with a 2.25-14mm balloon (6atms), and successful placement of a taxus express2 2.5x16mm study stent at (10atm). Post-dilation was performed with the taxus balloon (14atms). Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow improved from 2 to 3. Lesion 2 was a 3.0mm, 75% stenosed, 20.0mm long portion of the distal left circumflex (dist lcx). Pre-dilatation was performed with a 2.25x14mm balloon (8atms), and successful placement of a taxus express2 3.0x20mm study stent at (12atm). Post-dilatation was performed with a 3.5x12mm balloon (18atms). Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow 3. The pt was discharged five days later on plavix and aspirin. Thirty-six days after the index procedure, cardiac failure was confirmed. For treatment, the pt was admitted to the hospital and medication (diuretics) were administered. The heart failure subsided. Ninety-five days after the index procedure, the pt was readmitted when the pt again experienced cardiac failure. Angiography confirmed the distal lcx was 90% stenosis, blood vessel diameter 2.5mm, length 15.0mm. Ballooning was performed, residual stenosis became 25%. Timi flow3. The physician implanted a cardioverter-defibrillator (ICD). The pt's condition became better, he was discharged. Twenty-four days later, the pt was admitted to the hospital. Cardiac failure was confirmed. No further treatment has been performed. The pt was discharged the following day.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.